Manufacturer narrative:
An external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can was noted at 19.3 cm to 19.5 cm from the connector pin. This is consistent with the field observation of noise.

Event description:
It was reported that several months ago on merlin.net transmission, high ventricular rate episodes due to noise on right ventricular lead was observed. The patient had a syncopal episode, which may or may not be related to the lead issue. The noise was reproducible by moving device in the pocket. Lead was explanted and replaced. Patient was stable during and post-procedure.